Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer were hospitalized due to high blood glucose, gastro paresis, throwing up on (B)(6) 2020 with blood glucose level was unknown. The customer was treated with intravenous fluid. Customer was using auto mode. The insulin pump will not be returned for analysis.